Manufacturer narrative:
Further information was requested but not received.

Event description:
During an in-clinic follow-up, back-up mode was observed on the device. Technical support was contacted and an attempt to reset the device was performed, however unsuccessful. A replacement procedure is anticipated. The patient is stable.

Event description:
Additional information was received that a revision procedure was performed. The device was explanted and replaced to resolve the event.